Event description:
Customer reported that the device had the service wrench illuminated. Physio-control evaluated the device and observed excessive current leakage from the internal batteries in the device's powered-off state. There was no report of patient involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of malfunction to be a leaky transistor, q17, from the digital pcb assembly. The excessive leakage depleted the internal batteries and the device would not power on. A replacement device was provided to the customer.